Event description:
It was reported that the inflatable penile prosthesis (ipp) device pump was not functioning as it used to. The patient was unhappy with the device performance, so he underwent a surgical procedure in which all components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual and functional testing perform in the pump and cylinders did not identify any problems that could affect the functionality of the device; therefore, the reported allegations are unable to be confirmed. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination performed on the pump did not identify any leaks in the device. The microscopical inspection showed that the kink resistant tubing (krt) was worn to the filament; however no leaks were present in the component. Visual examination of the cylinders identified a fold that could indicate possible buckling in the proximal cylinder body; but no leaks were found. Functional testing performed in the pump and the cylinders showed that the components performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device pump was not functioning as it used to. The patient was unhappy with the device performance, so he underwent a surgical procedure in which all components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.